Event description:
This incident involves a patient who underwent a radical prostatectomy with the insertion of two jackson pratt drains intra operatively. Upon removal of one of the jackson pratt drains it broke with retention of the distal portion in the pelvic cavity. The retained portion was demonstrated on kub. The plan is for surgical removaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.